Manufacturer narrative:
The account examined the brake switch per the advice of a hill-rom technical support representative. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account disconnected and reconnected the brake switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake not set alarm would turn off intermittently. The bed was located at the account. There was no patient/user injury reported. (B)(4).